Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the insulin pump alarmed motor error. Customer reported a bent cannula on the infusion set. Customer's blood glucose reading was 488 mg/dl. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit received with minor scratched lcd window. Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.